Event description:
The pt underwent a sling procedure utilizing the abdominal approach. While the physician was pushing the abdominal guides through the retropubic space, the coupler bent and broke into 2 pieces. Approx 1/3 of the coupler was left inside of the pt. The sling was successfully placed. The physician has no plans to remove the coupler fragment and will observe the pt.